Event description:
This is a spontaneous case report received on 22-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complication suffered by plaintiff was not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow-up received on 05-jul-2016 quality-safety evaluation of ptc: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), pelvic pain ('pelvic') and menorrhagia ('abnormal bleeding menorrhagia)') in a 27-year-old female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included substance abuse, cholecystectomy, tonsillectomy, cervix lesion and live birth. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included viral meningitis since 2009, anxiety, asthma, raynauds, menorrhagia, cephalgia, unsteadiness, blurred vision, plantar fasciitis, morbid obesity, tobacco abuse and chipped tooth. Concomitant products included omeprazole and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vision blurred ("blurry vision in one eye/vision/eye problems type:blurry and white;"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings"), hot flush ("hot flashes"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia ((inability to have sexual intercourse)"), anxiety ("anxiety"), rash ("rashes all over my body"), nausea ("nausea"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea (cramping);"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue;"), abdominal distension ("bloating"), diarrhoea ("diarrhea;") and depression ("depression") and was found to have weight increased ("weight gain"). In 2015, the patient experienced tooth fracture ("dental problems"), dental caries ("dental problems rotting") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 2 months after insertion of essure. In 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes;"), urinary tract disorder ("bladder or urinary problems or changes;"), migraine ("migraines"), back pain ("back pain"), abdominal pain ("abdominal pain") and arthralgia ("joints pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), allergy to metals ("nickel allergy"), pain in extremity ("lower extremities\ leg hurt"), peripheral swelling ("left ankle and back of my leg to swell"), cholelithiasis ("gallstone sucks"), teething ("teeth pain"), autoimmune disorder ("autoimmune disease"), hypertension ("my bp is up"), sinusitis ("my face hurts bcz of my sinus"), muscle spasms ("muscle spasm"), renal pain ("my kidney hurt"), eye pruritus ("my eyes wont stop itching"), sneezing ("all this sneezing ridiculous"), toothache ("now I have teeth pain I have never had"), hypoaesthesia ("still numb"), asthma ("its bothering my asthma"), pharyngeal swelling ("both the lymph in my throat are swollen"), tooth loss ("lost several teeth") and vitamin d deficiency ("my vitamin d is super low") and underwent tooth extraction ("well I m from getting a tooth pulled."). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, headache, vaginal haemorrhage, allergy to metals, mood swings, hot flush, urinary tract infection, anxiety, bladder disorder, urinary tract disorder, migraine, nausea, tooth fracture, dental caries, dizziness, dysmenorrhoea, vaginal discharge, fatigue, weight increased, abdominal distension, diarrhoea, alopecia, back pain, pain in extremity, abdominal pain, peripheral swelling, cholelithiasis, teething, autoimmune disorder, arthralgia, depression, hypertension, sinusitis, muscle spasms, renal pain, eye pruritus, sneezing, toothache, tooth extraction, hypoaesthesia, asthma, pharyngeal swelling, tooth loss and vitamin d deficiency outcome was unknown, the vision blurred, rash and dyspareunia had resolved and the female sexual dysfunction was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, asthma, autoimmune disorder, back pain, bladder disorder, cholelithiasis, dental caries, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, eye pruritus, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, hypertension, hypoaesthesia, menorrhagia, migraine, mood swings, muscle spasms, nausea, pain in extremity, pelvic pain, peripheral swelling, pharyngeal swelling, rash, renal pain, sinusitis, sneezing, teething, tooth extraction, tooth fracture, tooth loss, toothache, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin d deficiency and weight increased to be related to essure. The reporter commented: current weight 360 lbs. Follow-up 10 and 11 processed together. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. On (B)(6) 2014 and (B)(6) 2016 hysterosalpingogram was done and the results are unable to fully cannulate the cervix. Although contrast could not be instilled, the micro inserts appear symmetrically placed suggesting that they are in fact in the fallopian tubes. On (B)(6) 2016: operative findings: the patient had essure coils visible in both fallopian tubes. It was notable that particularly on the right side, the essure coil had distorted the normal anatomy of the fallopian tube and the tip was possibly perforating the serosa. The left essure coil was visible inside the left fallopian tube through the serosa. We were able to remove both fallopian tubes and the entire essure coil on both sides. We were able to see the right essure coil with the tip somewhat distorting the contour of the serosa. We were able grasp the essure coil with a grasper and remove the entire coil. The left hand side had no distortion of the fallopian tube, but we were able to see the essure coils through the serosa of the fallopian tube as it entered into the uterus. We used the ligasure to desiccate the mesosalpinx and sharply dissected the fallopian tube away all the way to its insertion into the uterus. At this point, we used the scissors to sharply dissect the fallopian tube away from the coil that was within it. We were able to remove the tube with a portion of the coil inside it. At this point, there was still some of the essure device left inside the portion of the fallopian tube that entered into the uterus. We were able to grasp this with a grasper and remove the remainder of the implant in it's entirety. We were able to see that the tip, as well as the implant were removed. Pathology report: gross pathology-a right tube - received is a pink to light tan fallopian tube with attached fimbriated end measuring 5,5 cm in length and 0.8 cm in diameter. Sectioning reveals a grossly unremarkable distal end however proximal end appears to be scarred. Rep a1. B. Right tube essure coil received is an irregular gray metallic coiled sterilization device grossly consistent with essure. This has been stretched and measures 14 cm in length and less than 0.1 cm in diameter. Gross examination only. C. Left tube - received is a purple to tan fallopian tube with attached fimbriated end measuring 6 cm in length and 0.6 cm in diameter. Sectioning reveals a grossly unremarkable distal lumen however proximal lumen appears to be scarred. A 1.5 cm fatty tissue fragment is noted attached to the distal tube. D. Essure coil left tube - received are two fragments of gray coiled wire grossly consistencies with essure sterilization device. One portion measures 2.2 cm in length and 0.2 cm in diameter with the second fragment measuring 5 cm in length and less than 0.1 cm in diameter. Gross examination only. E. Endometrial curetting¿s - received on telfa are irregular fragments of reddish-brown hemorrhagic and fnable soft tissue filtered measuring 2 cm in greatest aggregate dimension. Microscopic pathologya multiple sections show complete cross sections of two unremarkable fallopian tubes each with a muscular wall and central. Lumen liried by ciliated epithelial cells. C. Multiple sections show complete cross sections of two unremarkable fallopian tubes each with a muscular wall and central lumen lined by dilated epithelial cells. E. Sections shows benign endometrium, proliferative phase. Focal tissue fragments suggestive of endometrium polyp noted no evidence of hyperplasia, atypical cells, or malignancy noted. Benign endocervical glandular epithelial lined tissue noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, allergy to nickel, hair loss . Weight gain, abdominal pain, fatigue, menorrhagia, dysmenorrhea & the following ones were described in social media: sneezing, pharyngeal swelling, tooth loos, hypoaesthesia, tooth extraction, toothache, eye pruritus, renal pain, muscle spasms, sinusitis, hypertension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: social media received: new events- sneezing, pharyngeal swelling, tooth loos, hypoaesthesia, tooth extraction, toothache, eye pruritus, renal pain, muscle spasms, sinusitis, hypertension were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), pelvic pain ('pelvic') and menorrhagia ('abnormal bleeding menorrhagia)') in a 27-year-old female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included substance abuse, cholecystectomy, tonsillectomy and cervix lesion. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included viral meningitis since 2009, anxiety, asthma, raynauds, menorrhagia, cephalgia, unsteadiness, blurred vision, plantar fasciitis, morbid obesity, tobacco abuse and chipped tooth. Concomitant products included omeprazole and salbutamol (albuterol). On (B)(6)2014, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vision blurred ("blurry vision in one eye/vision/eye problems type:blurry and white;"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings"), hot flush ("hot flashes"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia ((inability to have sexual intercourse)"), anxiety ("anxiety"), rash ("rashes all over my body"), nausea ("nausea"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea (cramping);"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue;"), abdominal distension ("bloating"), diarrhoea ("diarrhea;") and depression ("depression") and was found to have weight increased ("weight gain"). In 2015, the patient experienced tooth fracture ("dental problems"), dental caries ("dental problems rotting") and alopecia ("hair loss"). On (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 2 months after insertion of essure. In 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes;"), urinary tract disorder ("bladder or urinary problems or changes;"), migraine ("migraines"), back pain ("back pain"), abdominal pain ("abdominal pain") and arthralgia ("joints pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), allergy to metals ("nickel allergy"), pain in extremity ("lower extremities"), peripheral swelling ("left ankle and back of my leg to swell"), cholelithiasis ("gallstone sucks"), teething ("teeth pain") and autoimmune disorder ("autoimmune disease"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, headache, vaginal haemorrhage, allergy to metals, mood swings, hot flush, urinary tract infection, anxiety, bladder disorder, urinary tract disorder, migraine, nausea, tooth fracture, dental caries, dizziness, dysmenorrhoea, vaginal discharge, fatigue, weight increased, abdominal distension, diarrhoea, alopecia, back pain, pain in extremity, abdominal pain, peripheral swelling, cholelithiasis, teething, autoimmune disorder, arthralgia and depression outcome was unknown, the vision blurred, rash and dyspareunia had resolved and the female sexual dysfunction was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, cholelithiasis, dental caries, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, peripheral swelling, rash, teething, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 360 lbs. Follow-up 10 and 11 processed together diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. On (B)(6)2014 and (B)(6)2016 hysterosalpingogram was done and the results are unable to fully cannulate the cervix. Although contrast could not be instilled, the micro inserts appear symmetrically placed suggesting that they are in fact in the fallopian tubes. (B)(6)2016: operative findings: the patient had essure coils visible in both fallopian tubes. It was notable that particularly on the right side, the essure coil had distorted the normal anatomy of the fallopian tube and the tip was possibly perforating the serosa. The left essure coil was visible inside the left fallopian tube through the serosa. We were able to remove both fallopian tubes and the entire essure coil on both sides. We were able to see the right essure coil with the tip somewhat distorting the contour of the serosa. We were able grasp the essure coil with a grasper and remove the entire coil. The left hand side had no distortion of the fallopian tube, but we were able to see the essure coils through the serosa of the fallopian tube as it entered into the uterus. We used the ligasure to desiccate the mesosalpinx and sharply dissected the fallopian tube away all the way to its insertion into the uterus. At this point, we used the scissors to sharply dissect the fallopian tube away from the coil that was within it. We were able to remove the tube with a portion of the coil inside it. At this point, there was still some of the essure device left inside the portion of the fallopian tube that entered into the uterus. We were able to grasp this with a grasper and remove the remainder of the implant in it's entirety. We were able to see that the tip, as well as the implant were removed. Pathology report: gross pathology-a right tube - received is a pink to light tan fallopian tube with attached fimbriated end measuring 5,5 cm in length and 0.8 cm in diameter. Sectioning reveals a grossly unremarkable distal end however proximal end appears to be scarred. Rep a1. B. Right tube essure coil received is an irregular gray metallic coiled sterilization device grossly consistent with essure. This has been stretched and measures 14 cm in length and less than 0.1 cm in diameter. Gross examination only. C. Left tube - received is a purple to tan fallopian tube with attached fimbriated end measuring 6 cm in length and 0.6 cm in diameter. Sectioning reveals a grossly unremarkable distal lumen however proximal lumen appears to be scarred. A 1.5 cm fatty tissue fragment is noted attached to the distal tube. D. Essure coil left tube - received are two fragments of gray coiled wire grossly consistente with essure sterilization device. One portion measures 2.2 cm in length and 0.2 cm in diameter with the second fragmente measuring 5 cm in length and less than 0.1 cm in diameter. Gross examination only. E. Endometrial curetting¿s - received on telfa are irregular fragments of reddish-brown hemorrhagic and fnable soft tissue filtered measuring 2 cm in greatest aggregate dimension. Microscopic pathologya muiitiple sections show complete cross sections of two unremarkable fallopian tubes each with a muscular wall and central. Lumen liried by ciliated epithelial cells. C. Multiple sections show complete cross sections of two unremarkable fallopian tubes each with a muscular wall and central lumen lined by dilated epithelial cells. E. Sections shows benign endometrium, proliferative phase. Focal tissue fragments suggestive of endometrium polyp noted no evidence of hyperplasia, atypical cells, or malignancy noted. Benign endocervical glandular epithelial lined tissue noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, allergy to nickel, hair loss . Weight gain, abdominal pain, fatigue, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet received. Events: joint pain, depression were newly added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-nov-2017: events medical device removal and complication deleted. Events perforation and pain was added and essure start and stop date updated. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), pelvic pain ("pelvic") and menorrhagia ("abnormal bleeding menorrhagia)") in a 27-year-old female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included substance abuse, cholecystectomy, tonsillectomy and cervix lesion. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included anxiety, asthma, viral meningitis since 2009, raynauds, menorrhagia, cephalgia, unsteadiness, blurred vision, plantar fasciitis, morbid obesity, tobacco abuse and chipped tooth. Concomitant products included omeprazole and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vision blurred ("blurry vision in one eye/vision/eye problems type:blurry and white;"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings"), hot flush ("hot flashes"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia ((inability to have sexual intercourse)"), anxiety ("anxiety;"), rash generalised ("rashes all over my body"), nausea ("nausea"), tooth fracture ("dental problems"), dental caries ("dental problems rotting"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea (cramping);"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue;"), abdominal distension ("bloating") and diarrhoea ("diarrhea;") and was found to have weight increased ("weight gain"). In 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 2 months after insertion of essure. In 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes;"), urinary tract disorder ("bladder or urinary problems or changes;") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), allergy to metals ("nickel allergy"), back pain ("back pain"), pain in extremity ("lower extremities") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, headache, vaginal haemorrhage, allergy to metals, mood swings, hot flush, urinary tract infection, anxiety, bladder disorder, urinary tract disorder, migraine, nausea, tooth fracture, dental caries, dizziness, dysmenorrhoea, vaginal discharge, fatigue, weight increased, abdominal distension, diarrhoea, alopecia, back pain, pain in extremity and abdominal pain outcome was unknown, the vision blurred, rash generalised and dyspareunia had resolved and the female sexual dysfunction was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, dental caries, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, rash generalised, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 360 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. On (B)(6) 2014 and (B)(6) 2016 hysterosalpingogram was done and the results are unable to fully cannulate the cervix. Although contrast could not be instilled, the micro inserts appear symmetrically placed suggesting that they are in fact in the fallopian tubes. (B)(6) 2016: operative findings: the patient had essure coils visible in both fallopian tubes. It was notable that particularly on the right side, the essure coil had distorted the normal anatomy of the fallopian tube and the tip was possibly perforating the serosa. The left essure coil was visible inside the left fallopian tube through the serosa. We were able to remove both fallopian tubes and the entire essure coil on both sides. We were able to see the right essure coil with the tip somewhat distorting the contour of the serosa. We were able grasp the essure coil with a grasper and remove the entire coil. The left hand side had no distortion of the fallopian tube, but we were able to see the essure coils through the serosa of the fallopian tube as it entered into the uterus. We used the ligasure to desiccate the mesosalpinx and sharply dissected the fallopian tube away all the way to its insertion into the uterus. At this point, we used the scissors to sharply dissect the fallopian tube away from the coil that was within it. We were able to remove the tube with a portion of the coil inside it. At this point, there was still some of the essure device left inside the portion of the fallopian tube that entered into the uterus. We were able to grasp this with a grasper and remove the remainder of the implant in it's entirety. We were able to see that the tip, as well as the implant were removed. Pathology report: gross pathology-a right tube - received is a pink to light tan fallopian tube with attached fimbriated end measuring 5,5 cm in length and 0.8 cm in diameter. Sectioning reveals a grossly unremarkable distal end however proximal end appears to be scarred. Rep a1. Right tube essure coil received is an irregular gray metallic coiled sterilization device grossly consistent with essure. This has been stretched and measures 14 cm in length and less than 0.1 cm in diameter. Gross examination only. Left tube - received is a purple to tan fallopian tube with attached fimbriated end measuring 6 cm in length and 0.6 cm in diameter. Sectioning reveals a grossly unremarkable distal lumen however proximal lumen appears to be scarred. A 1.5 cm fatty tissue fragment is noted attached to the distal tube. Essure coil left tube - received are two fragments of gray coiled wire grossly consistent with essure sterilization device. One portion measures 2.2 cm in length and 0.2 cm in diameter with the second fragment measuring 5 cm in length and less than 0.1 cm in diameter. Gross examination only. Endometrial curetting¿s - received on telfa are irregular fragments of reddish-brown hemorrhagic and enable soft tissue filtered measuring 2 cm in greatest aggregate dimension. Microscopic pathologya multiple sections show complete cross sections of two unremarkable fallopian tubes each with a muscular wall and central. Lumen liried by ciliated epithelial cells. Multiple sections show complete cross sections of two unremarkable fallopian tubes each with a muscular wall and central lumen lined by dilated epithelial cells. Sections shows benign endometrium, proliferative phase. Focal tissue fragments suggestive of endometrium polyp noted no evidence of hyperplasia, atypical cells, or malignancy noted. Benign endocervical glandular epithelial lined tissue noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, allergy to nickel, hair loss . Weight gain, abdominal pain, fatigue, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), pelvic pain ("pelvic") and menorrhagia ("abnormal bleeding menorrhagia)") in a 27-year-old female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included substance abuse, cholecystectomy, tonsillectomy and cervix lesion. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included anxiety, asthma, viral meningitis since 2009, raynauds, menorrhagia, cephalgia, unsteadiness, blurred vision, plantar fasciitis, morbid obesity, tobacco abuse and chipped tooth. Concomitant products included omeprazole and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vision blurred ("blurry vision in one eye/vision/eye problems type:blurry and white;"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings"), hot flush ("hot flashes"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia ((inability to have sexual intercourse)"), anxiety ("anxiety;"), rash generalised ("rashes all over my body"), nausea ("nausea"), tooth fracture ("dental problems"), dental caries ("dental problems rotting"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea (cramping);"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue;"), weight increased ("weight gain"), abdominal distension ("bloating") and diarrhoea ("diarrhea;"). In 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, 2 years 2 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes;"), urinary tract disorder ("bladder or urinary problems or changes;") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), allergy to metals ("nickel allergy"), back pain ("back pain"), pain in extremity ("lower extremities") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, headache, vaginal haemorrhage, allergy to metals, mood swings, hot flush, urinary tract infection, anxiety, bladder disorder, urinary tract disorder, migraine, nausea, tooth fracture, dental caries, dizziness, dysmenorrhoea, vaginal discharge, fatigue, weight increased, abdominal distension, diarrhoea, alopecia, back pain, pain in extremity and abdominal pain outcome was unknown, the vision blurred, rash generalised and dyspareunia had resolved and the female sexual dysfunction was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, dental caries, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, rash generalised, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results: on (B)(6) 2014 and (B)(6) 2016 hysterosalpingogram was done and the results are unable to fully cannulate the cervix. Although contrast could not be instilled, the micro inserts appear symmetrically placed suggesting that they are in fact in the fallopian tubes. (B)(6) 2016: operative findings: the patient had essure coils visible in both fallopian tubes. It was notable that particularly on the right side, the essure coil had distorted the normal anatomy of the fallopian tube and the tip was possibly perforating the serosa. The left essure coil was visible inside the left fallopian tube through the serosa. We were able to remove both fallopian tubes and the entire essure coil on both sides. We were able to see the right essure coil with the tip somewhat distorting the contour of the serosa. We were able grasp the essure coil with a grasper and remove the entire coil. The left hand side had no distortion of the fallopian tube, but we were able to see the essure coils through the serosa of the fallopian tube as it entered into the uterus. We used the ligasure to desiccate the mesosalpinx and sharply dissected the fallopian tube away all the way to its insertion into the uterus. At this point, we used the scissors to sharply dissect the fallopian tube away from the coil that was within it. We were able to remove the tube with a portion of the coil inside it. At this point, there was still some of the essure device left inside the portion of the fallopian tube that entered into the uterus. We were able to grasp this with a grasper and remove the remainder of the implant in it's entirety. We were able to see that the tip, as well as the implant were removed. Pathology report: gross pathology-a right tube - received is a pink to light tan fallopian tube with attached fimbriated end measuring 5,5 cm in length and 0.8 cm in diameter. Sectioning reveals a grossly unremarkable distal end however proximal end appears to be scarred. Rep a1. Right tube essure coil received is an irregular gray metallic coiled sterilization device grossly consistent with essure. This has been stretched and measures 14 cm in length and less than 0.1 cm in diameter. Gross examination only. Left tube - received is a purple to tan fallopian tube with attached fimbriated end measuring 6 cm in length and 0.6 cm in diameter. Sectioning reveals a grossly unremarkable distal lumen however proximal lumen appears to be scarred. A 1.5 cm fatty tissue fragment is noted attached to the distal tube. Essure coil left tube - received are two fragments of gray coiled wire grossly consistent with essure sterilization device. One portion measures 2.2 cm in length and 0.2 cm in diameter with the second fragment measuring 5 cm in length and less than 0.1 cm in diameter. Gross examination only. Endometrial curetting¿s - received on telfa are irregular fragments of reddish-brown hemorrhagic and enable soft tissue filtered measuring 2 cm in greatest aggregate dimension. Microscopic pathologya multiple sections show complete cross sections of two unremarkable fallopian tubes each with a muscular wall and central. Lumen liried by ciliated epithelial cells. Multiple sections show complete cross sections of two unremarkable fallopian tubes each with a muscular wall and central lumen lined by dilated epithelial cells. Sections shows benign endometrium, proliferative phase. Focal tissue fragments suggestive of endometrium polyp noted no evidence of hyperplasia, atypical cells, or malignancy noted. Benign endocervical glandular epithelial lined tissue noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, allergy to nickel, hair loss . Weight gain, abdominal pain, fatigue, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 31-oct-2018: medical records received: reporters added. Concomitant diseases added. According to mr, reason for removal was pelvic pain and menorragia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a 27-year-old female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included substance abuse, cholecystectomy, tonsillectomy and cervix lesion. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included anxiety, asthma, viral meningitis since 2009, raynauds, menorrhagia, cephalgia, unsteadiness, blurred vision, plantar fasciitis, morbid obesity and tobacco abuse. Concomitant products included omeprazole and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding menorrhagia)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headaches"), vision blurred ("blurry vision in one eye") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, headache, vision blurred, vaginal haemorrhage, menorrhagia and allergy to metals outcome was unknown. The reporter considered allergy to metals, headache, menorrhagia, perforation, vaginal haemorrhage and vision blurred to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received. New reporters added and reporter information updated. Case medically confirmed. Concomitant conditions, historical conditions, concomitant drugs and historical drugs added. Product indication added. Lot no. Received. Patient¿s demographic added. Events per pfs: abnormal bleeding (vaginal, menorrhagia) and nickel allergy. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)") in a 27-year-old female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included substance abuse, cholecystectomy, tonsillectomy and cervix lesion. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included anxiety, asthma, viral meningitis since 2009, raynauds, menorrhagia, cephalgia, unsteadiness, blurred vision, plantar fasciitis, morbid obesity and tobacco abuse. Concomitant products included omeprazole and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vision blurred ("blurry vision in one eye/vision/eye problems type:blurry and white;"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia)"), mood swings ("mood swings"), hot flush ("hot flashes"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia ((inability to have sexual intercourse)"), anxiety ("anxiety;"), rash ("rashes all over my body"), nausea ("nausea"), tooth fracture ("dental problems"), dental caries ("dental problems rotting"), dizziness ("dizziness"), dysmenorrhoea ("dysmenorrhea (cramping);"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue;"), weight increased ("weight gain"), abdominal distension ("bloating") and diarrhoea ("diarrhea;"). In 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, 2 years 2 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes;"), urinary tract disorder ("bladder or urinary problems or changes;") and migraine ("migraines"). On an unknown date, the patient experienced headache ("headaches"), allergy to metals ("nickel allergy"), back pain ("back pain"), pain in extremity ("lower extremities") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, headache, vaginal haemorrhage, menorrhagia, allergy to metals, mood swings, hot flush, urinary tract infection, anxiety, bladder disorder, urinary tract disorder, migraine, nausea, tooth fracture, dental caries, dizziness, dysmenorrhoea, vaginal discharge, fatigue, weight increased, abdominal distension, diarrhoea, alopecia, back pain, pain in extremity and abdominal pain outcome was unknown, the vision blurred, rash and dyspareunia had resolved and the female sexual dysfunction was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, bladder disorder, dental caries, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pain in extremity, rash, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results: on (B)(6) 2014 and (B)(6) 2016 hysterosalpingogram was done and the results are unable to fully cannulate the cervix. Although contrast could not be instilled, the micro inserts appear symmetrically placed suggesting that they are in fact in the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received, event added- mood swings, hot flashes; uti, apareunia ,anxiety, rashes, bladder disorder, urinary tract disorder; migraines; nausea, tooth fracture, dental caries, dizziness, dysmenorrhea, dyspareunia ,vaginal discharge, fatigue, weight gain, abdominal distension, diarrhea, alopecia, back pain, pain in extremely, abdominal pain. Event "perforation nos" is updated to fallopian tube perforation, events onset date added, events outcome updated and severity added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headaches") and vision blurred ("blurry vision in one eye"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, headache and vision blurred outcome was unknown. The reporter considered headache, perforation and vision blurred to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media post. Added events "headache" and "vision blurred". Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.